Manufacturer narrative:
Product complaint # (B)(4). The actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3058034; mfg date: 12/20/2021, exp date: 11/20/2026. Batch 3072691; mfg date: 01/04/2022, exp date: 01/05/2027 . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? The tech has been fully trained on the use of vistaseal. 2. How many times have they applied the laparoscopic tip? For this procedure a lap tip is always used. 3. Was a sales representative present during the case when the issue was experienced? Yes. 4. Were there any unexpected outcomes or complications as a result of the event? No. 5. Are there pictures of the damaged device available? No. 6. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Yes . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the only the dual applicator from the vstas1 device was returned with damaged in the luer locks and the pre-filled syringe still with biologic solution. In addition the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h 3. Device evaluated by manufacturer?, h 6. Medical device problem code, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3058034 and 3072691 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?

Event description:
It was reported that a patient underwent a gastric sleeve revision procedure on (B)(6) 2023 and a fibrin sealant preparation device was used. The tech had issues unscrewing the fibrin sealant preparation device tip in order to attach the laparoscopic tip. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Were there any unexpected outcomes or complications as a result of the event? 5. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.